Event description:
It was reported that after a left bhr construct was implanted on (B)(6) 2012, plaintiff experienced disabling pain. A revision surgery was performed on (B)(6) 2016 to treat this adverse event. During surgery, the femoral bhr femoral head was explanted, and the cup was found to be stable and remained implanted. The hip was revised to a tha using stryker components. Plaintiff outcome is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).